Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 167 mg/dl. Customer stated the device was not dropped or bumped and battery cap is not loose, cracked or damaged. The customer stated that this is the second occurence of the off no power without a low battery warning. The customer was advised that the device would be replaced and may continue to wear pump until arrives if they insert a new battery.

Manufacturer narrative:
The insulin pump was monitored and no unexpected off no power alarms occurred during our testing. The insulin pump was programmed using test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and display the proper value on the display graph. No unexpected lost sensor alarms noted. The insulin pump has normal operating currents. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.